Event description:
Facility catheter lab staff were performing routine device testing through a therapy cable. Reportedly the device aborted defibrillator charging during this test. There was no patient use associated with the report.